Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 71004u123) was advanced to the mitral valve and deployed without issue and the mr reduced to 3. The second clip (71006u173) was placed lateral from the first one. The leaflet insertion was successful for both clips. There was no tension in the steerable guide catheter (sgc) or cds system. After the first grasp with the second cds, the mr were reduced to <1. Immediately after the deployment of the second clip, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr increased again to 3. The patient was sent to surgery for a mitral valve replacement and tricuspid valve repair therapy. During the surgery it was noted the anterior mitral leaflet (aml) was torn as one part of the aml was inside the clip and the other part was still attached to the annulus. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (restricted and short posterior leaflet). The reported mitral valve injury (tissue damage) appears to be due to the slda. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.